Event description:
Pe inserts could not be inserted into the cup. The surgery was extended by 70 minutes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.